Event description:
Hill-rom received a report from a hill-rom technician stating the patient's left head siderail would not latch because it was stuck in the down position. The bed was located in the maintenance area. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the patient's left head siderail slide bracket was bent. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the patient's left head siderail slide bracket to resolve the issue. Based on this information, no further action is required.